Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer treated their blood glucose levels with manual injections. At this time did not have an issue with air bubbles or leaks, similarly did not have bent cannulas, or expired insulin. The customer did not have a tubing clamp to finish trouble shooting. The customer did not have tubing clamps to troubleshoot. The customer was sent replacement supplies to help resolve the issue.